Event description:
It was reported that this device was suspected to be exhibit premature battery depletion. The longevity decreased from 4.5 years to 2.5 years within one year. Technical services (ts) was not able to perform analysis as not all of the device files were saved, thus the patient was going to be seen at a follow up in december where all of the files were going to be saved for further analysis. Technical services (ts) discussed that the longest replacement interval provided was ninety days, thus it was advised to move up the follow up for the patient to november as this was roughly ninety days from the current day. At this time data can be analyzed and premature battery depletion can be confirmed as well as a new replacement interval. No adverse patient effects were reported. The device remains implanted.

Manufacturer narrative:
This report is being filed to correct the initial reporter first and last name, the initial reporter facility name, address and occupation.

Event description:
It was reported that this device was suspected to be exhibit premature battery depletion. The longevity decreased from 4.5 years to 2.5 years within one year. Technical services (ts) was not able to perform analysis as not all of the device files were saved, thus the patient was going to be seen at a follow up in december where all of the files were going to be saved for further analysis. Technical services (ts) discussed that the longest replacement interval provided was ninety days, thus it was advised to move up the follow up for the patient to november as this was roughly ninety days from the current day. At this time data can be analyzed and premature battery depletion can be confirmed as well as a new replacement interval. The device was subsequently explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being field to update the status of the device and explant date.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this device was suspected to be exhibit premature battery depletion. The longevity decreased from 4.5 years to 2.5 years within one year. Technical services (ts) was not able to perform analysis as not all of the device files were saved, thus the patient was going to be seen at a follow up in december where all of the files were going to be saved for further analysis. Technical services (ts) discussed that the longest replacement interval provided was ninety days, thus it was advised to move up the follow up for the patient to november as this was roughly ninety days from the current day. At this time data can be analyzed and premature battery depletion can be confirmed as well as a new replacement interval. The device was subsequently explanted. No additional adverse patient effects were reported.

Event description:
It was reported that this device was suspected to be exhibit premature battery depletion. The longevity decreased from 4.5 years to 2.5 years within one year. Technical services (ts) was not able to perform analysis as not all of the device files were saved, thus the patient was going to be seen at a follow up in december where all of the files were going to be saved for further analysis. Technical services (ts) discussed that the longest replacement interval provided was ninety days, thus it was advised to move up the follow up for the patient to november as this was roughly ninety days from the current day. At this time data can be analyzed and premature battery depletion can be confirmed as well as a new replacement interval. No adverse patient effects were reported. The device remains implanted.

Manufacturer narrative:
This investigation is complete. Should additional information become available this investigation will be updated.